Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("device broke inside the patient") in a female patient who had essure (batch no. E66867) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2018, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant), device deployment issue ("device did not detach from the catheter") and complication of device insertion ("device broke inside the patient"). At the time of the report, the device breakage and device deployment issue outcome was unknown. The reporter considered complication of device insertion, device breakage and device deployment issue to be related to essure. The reporter commented: hcp was able to remove everything and inserted a new one on that side. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("device broke inside the patient") in a female patient who had essure (batch no. E66867) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2018, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant), device deployment issue ("device did not detach from the catheter") and complication of device insertion ("device broke inside the patient"). At the time of the report, the device breakage and device deployment issue outcome was unknown. The reporter considered complication of device insertion, device breakage and device deployment issue to be related to essure. The reporter commented: hcp was able to remove everything and inserted a new one on that side . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of device breakage ("device broke inside the patient") in a female patient who had essure (batch no. E66867) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "device did not detach from the catheter" on (B)(6) 2018. On (B)(6) 2018, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("device broke inside the patient"). At the time of the report, the device breakage outcome was unknown. The reporter considered complication of device insertion and device breakage to be related to essure. The reporter commented: hcp was able to remove everything and inserted a new one on that side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.